Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53, lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient experienced syncope, and the ventricular lead exhibited a history of elevated thresholds as well as intermittent loss of capture following atrial pacing. The lead was reprogrammed and was later capped and replaced. No further patient complications have been reported as a result of this event.